Event description:
The event is reported as: alleged issue: customer called to report that part of the needle broke and the bottom of the suture passer is bent. All the pieces have been retrieved from the patient. No reported patient injury. Patient current condition is fine.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.